Manufacturer narrative:
Device available for evaluation: product ID : 8598a, serial#: (B)(4), implanted: (B)(6) 2013, product type : catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2021-feb-09 regarding a patient receiving baclofen and morphine (doses and concentrations unknown) via an implanted infusion pump. It was reported that the patient's pump and catheter had to be removed on (B)(6) 2020 because the patient developed an abscess where the catheter went into the spine. The abscess was noticed about one month after the pump was implanted, in (B)(6) 2020. The patient was looking for another doctor who would put a pump back in.